Manufacturer narrative:
The device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The septum was crossed and a watchman® access system (was) was advanced. A non bsc 6f pigtail catheter was advanced in the was and they navigated the system into the laa in the usual fashion. They took their initial dye shot and decided which lobe they were going to try to put the sheath. The operator of the chambers then advanced the pigtail into the deeper lobe and the pigtail went very easily in that direction. It passed completely out of the laa and into the pericardial space; however, they didn¿t realize that right away. The sheath was advanced out there, as well, as there was no resistance from the tissue. There was no indication from the way the pigtail behaved that there was any concern until they shot the second contrast injection, which showed that the sheath and pigtail were in the pericardial space. An instant effusion developed along with tamponade. Pericardiocentesis was performed and 2500cc of blood was drained. They administered a large amount of saline and 4 units of blood. Surgery was activated, but before the surgeons intervened, the implanter wanted to try closing the perforation with a non bsc cardiac plug. They used an 18mm cardiac plug delivered through the was into the pericardium to close the perforation. This successfully closed the perforation and sealed off the entire appendage as well. The patient did not require surgery. Once the appendage and perforation were closed, the patient's blood pressure stabilized and the patient did quite well. No further patient complications were reported. The patient was discharged after one extra night in the hospital and is currently home and doing well.